Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jul-2018 with the following findings: during the investigation, no alarms were observed in the black box or alarm history. No moisture or corrosion was observed in the battery compartment. No damage was found to returned battery cap or the battery compartment. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The current draws measured within specifications. A battery life issue was not duplicated during the testing. The pump¿s cover was removed, and no evidence of moisture or loose components was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.